Manufacturer narrative:
(B)(6). Investigation: photos were available for evaluation by the manufacturing plant. A quality engineer was able to review the pictures and determined that the barrel flange was damaged thus verifying the reported issue. The engineer was able to determine that the flange was damaged by the plunger rod labeler equipment. This is a known issue that can happen if there is any variation with regards to this equipment. The engineer inspected the labeler and made the necessary corrections and verified that it was working properly. A device history record was performed on the reported batch and found zero defects found during production. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update (B)(6) 2018. Three (3) photos were received. The first and third photos show a syringe in the sealed packaging flow wrap, it has the plunger rod-rubber stopper, the tip cap, and saline solution, and from the photos we can't confirm the lot #on the barrel label. The barrel flange damaged. The second photo is a closed up showing the area where the barrel flange is damaged. Product within specification? Yes, no. Root cause: the plunger rod labeler equipment possible experienced a variation; anyway, adjustments have been verified. CAPA not required for this event. Investigation comments: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Update (B)(6) 2018. Three (3) photos were received. The first and third photos show a syringe in the sealed packaging flow wrap, it has the plunger rod-rubber stopper, the tip cap, and saline solution, and from the photos we can't confirm the lot #on the barrel label. The barrel flange damaged. The second photo is a closed up showing the area where the barrel flange is damaged. Product within specification? ¿ yes ¿ no

Event description:
It was reported that the flange of a bd posiflush¿ normal saline syringe was broken, before use. There was no report of exposure, injury or medical intervention.